Event description:
Procedure: lap nissen. Reportedly, the unit and device went through the normal cycle, and the typical end tones were made. There were no reported error codes or alarms. After the end tone was made, the tissue was cut with the device, however there was no seal. The facility reports that "massive bleeding" occurred. The doctor used many methods to stop the bleeding including cautery and clips. The pt was transferred to ICU for observation. The pt is currently fine.